Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist remoted into the station and stated there have been no instances of doors not opening or device freezing since the device was rebooted. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis ciisafe es system had door failure. The customer reported that the error was stuck on the screen. The patient's delay was approximately 5 minutes, they were able to access the medication from the compartment. There were no adverse events or injuries reported based on this incident.